Event description:
A micro direct laryngoscopy with biopsy and use of co2 laser was being performed. Physician noticed smoke in the mouth and throat cavity. He immediately removed the et tube, and flushed area with saline.